Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The competitor guidewire was returned stuck in lead. Guidewire tip kink/buckled and unraveled were observed inside the lead tip nose. The hydrophilic coating adhered in the coil filers and the is-4 pin when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was stuck inside the body of the left ventricular (lv) lead and the physician was unable to remove it. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.